Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 106 m/dl at the time of the call. The customer was given glucagon to treat. The customer experienced symptoms such as confusion and disorientation. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer stated that they may have stacked insulin while treating for a high. The customer was also having issues with air bubbles in their infusion set and high blood glucose levels. The insulin pump will not be returned for analysis.